Event description:
Healthcare professional later reported "particles in valve" and "tissue in valve".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases. Leak test was performed which identified leakage per white particles, these particles were removed and, subsequently, a microscopic analysis was performed which identified no leakage in the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: particles removed no leakage. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.